Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9224158. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. See h.10.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: pet owner stated, she saw " moisture" in the barrel prior to injection. Stated, when pushed on plunger, it came out onto needle tip stated, she did not use syringes with the " moisture" because she was concerned lot: 9224158 catalog: 328291 date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/24/2021. H6: investigation: customer returned (7) loose 3/10cc, 8mm syringes. Customer states that there was moisture in the barrel prior to injection. All returned syringes were examined and tested and no foreign matter or moisture was observed in any of the syringes. Also, no material came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch# 9224158. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: pet owner stated, she saw " moisture" in the barrel prior to injection. Stated, when pushed on plunger, it came out onto needle tip. Stated, she did not use syringes with the " moisture" because she was concerned. Lot: 9224158. Catalog: 328291. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: pet owner stated, she saw " moisture" in the barrel prior to injection. Stated, when pushed on plunger, it came out onto needle tip stated, she did not use syringes with the " moisture" because she was concerned lot: 9224158; catalog: 328291; date of event: unknown.